Event description:
It was reported that this pacemaker exhibited oversensing of noise due to suspected low r-wave amplitude. This pacemaker was subsequently reprogrammed to a bipolar configuration to mitigate further oversensing. This device remains in service. No adverse patient effects were reported.